Manufacturer narrative:
One 3i t3® non-platform switched tapered implant 4 x 11.5mm (bost411) was returned for investigation. Visual evaluation of the as returned product identified signs of wear on the body and platform but no apparent signs of malfunction; the device came outside of the original packaging. Functional testing was conducted with an in-house mating device. The device was able to pick up and hold the implant as normal. Pre-existing patient conditions, tooth location, x-ray and placement duration are irrelevant to this investigation. No picture was provided. Appropriate documentation was reviewed. DHR review for the lot (2018102245) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. The DHR was further reviewed to verify anything that could contribute to the reported event but no nonconformance or malfunction was identified (see file: final inspection). Complaint history review was performed for the reported lot number (2018102245) for similar events (complaint category keywords: functional: disengaged) and no other complaint was identified. Based on the available information and functional testing, device malfunction did not occur. However, the reported event could not be verified since the exact details of event were unknown/nonverifiable ¿ the drivers were not returned. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided.

Event description:
It was reported that dr. Indicated he was unable to pick up implant with drivers. The implant seemed loose and fell when picked up from the case. The doctor reported that the implant fell loose after connecting with iipdts or impdtl drivers. It was reported that there may be an error in the inner diameter and shape of the implant. The other implant can be picked up by the iipdts and impdtl so the dr. Thinks that the implant is bad. The doctor's complaint was that only this item would fall loose, so he just wants to find out. The reason is that the other one, which was carried out at the same time, could be picked up without any problem. Dr. Stated that the was able to use the same drivers without problems. Patient reschedule for implant placement. Tooth location #3.